Event description:
On (B)(6) 2025, the mother of a teen user reported that the ilet displayed a restart alert 41 after replacing insulin delivery supplies (infusion set, luer adapter and insulin cartridge). She stated that she forgot to rewind before inserting the cartridge while the user was still connected, resulting in the user receiving approximately half the cartridge volume. The family monitored the user's blood glucose (bg) overnight, providing brownies and sugary drinks to prevent hypoglycemia. Bg was 313 mg/dl at the time of the call. No medical intervention was required, and the user reported no symptoms. Attempts to restart the ilet were unsuccessful, so a pump replacement was arranged. The ilet was replaced due to the error and the user reverted to daily multiple injections (mdi) in the interim.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.